Manufacturer narrative:
One device was returned for analysis due to repeated primary audible alarms events. No related alarm codes were found in event history. Review indicated that the j9 connector may have become fatigued which could have contributed to intermittent signal loss. Probable cause was the interconnect printed wiring assembly. No systemic product design issue was identified, and the device passed verification testing after service.

Event description:
It was reported that there were frequent primary audible alarms. The event happened during infusions. No patient harm was reported.